Event description:
It was reported the pt underwent a catheter revision. The hcp believed there may have been an occlusion at the end of the catheter. The intrathecal portion of the catheter was replaced. A f/u report will be submitted if add'l info becomes available.